Manufacturer narrative:
Supplemental report was submitted to include additional information received. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Edwards received additional information through follow up with that the patient was discharged and doing well.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 19mm bioprosthetic valve implanted in the aortic position underwent valve in valve procedure after an implant duration of 13 years and 8 months. The reason for the procedure was not provided. A 20mm transcatheter valve was successfully implanted within the disabled edwards valve using a transapical approach. The patient was noted as to be hospitalized in stable condition.